Event description:
It was reported that a mobi-c implant could not be positioned correctly intra-operatively; the patient presented with lateral disc osteoarthritis hampering the opening of the lateral jaws which led to a 10 minute delay to the procedure. There were no reports of direct patient impacts.

Manufacturer narrative:
This device is not cleared in the us, however it is similar to mb3355, which is cleared under p110009. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant could not be positioned correctly intra-operatively; the patient presented with lateral disc osteoarthritis hampering the opening of the lateral jaws which led to a 10 minute delay to the procedure. There were no reports of direct patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the patient's disc osteoarthritis hampering the opening of the peek. DHR review : per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.